Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err68" was displaying on screen. The receiver log and functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a 121 error and 69 error . There was no report of injury or medical intervention. No additional patient or event information is available.